Event description:
It was reported that during service and repair pre-testing, it was observed that the compact speed reducer device had no rotation. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to corrosion from improper cleaning process; and that the device showed signs of damage that was indicative of damage caused by immersion during cleaning which was failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.